Event description:
On (B) (6) 2007, a bypass procedure was done in the right using a gore propaten vascular graft, from external iliac to posterior tibial artery. Follow-up on (B) (6) 2007 stated that wound was not healing. On (B) (6) 2007, the graft was removed.

Manufacturer narrative:
New information received on 03/12/10 deems this a reportable event.